Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin delivery was suspended. The customer¿s blood glucose level was 118 mg/dl and sensor glucose was low with 50 to 60 oints off at the time of the event. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose. The devices will be returned for analysis.